Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were clips unformed or malformed? Clip malformation. If not, what was specific issue with clip n/a. Was the issue with only one device or two devices during the procedure (as you report qty. Involved as 1 and qty. Returned as 2)? Only one device (er420). How was case completed? Doctor use another one (er420) instead.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the first clip, clip formation failure and he saw that the next ones are not in normal alignment. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.